Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient.